Event description:
During procedure the center rubber piece in 8 mm trocar came out of trocar, rubber piece never reached inside of pt. Center piece was retrieved, trocar removed and a new trocar was opened onto sterile field and used. FDA safety report ID# (B)(4).